Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site, or cause leaking during wear. A root cause for the reported event could not be determined.

Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl between 4 and 24 hours of wearing the pod. The patient reported they thought the cannula had been inserted, but they woke up to find that the insulin was leaking. The patient confirmed the pink slide did move forward which would indicate the needle had deployed, but the cannula never entered their skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure properly inserted cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.